Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified flat creases, dark ring,and one curved opening. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified one striated curved opening. Based on the device analysis the final assessment is one striated opening on the side radius assessed as surgical damage.

Event description:
Explanting physician reported a right side device rupture of the device. The device has been removed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Explanting physician reported a right side device rupture of the device. The device has been removed.